Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of temp - physical damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to damage to the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced temperature issue where the pump was damaged. These reports were received from various sources. The patients associated with this allegation ranged from 28-84 years of age and between 120 and 230 pounds. Of the reported patients, 4 were male and 2 were female.